Manufacturer narrative:
Patient samples were received for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples from one patient after ablation of the parathyroid tested with the elecsys pth stat assay on a cobas 6000 e601 module, serial number (B)(4). The results were reported outside of the laboratory and questioned by the physician as the postoperatively obtained values of pth stat do not fit the clinical expectations for the patient. The values are considered "too high" and interference is suspected. Refer to the attachment "pt-79093" for all relevant patient data.

Manufacturer narrative:
Quality control data showed that performance was good. Calibration and controls did not show any general product issues. The investigation could not identify a product problem. The cause of the event could not be determined. The results obtained with the elecsys pth assay are plausible. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
Patient samples were repeated with the elecsys pth stat and elecsys pth (1-84) assays on a cobas e 601, resulting in comparable values. Refer to the attachment "(B)(4) updated" for all results. The investigation is ongoing.